Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc). An invasive procedure was performed in which a lead extraction was attempted but was unsuccessful. The lead was, instead, abandoned surgically. Another procedure was subsequently performed in which an epicardial lead was implanted. Additional information obtained from a local field representative indicated that high out-of-range pacing impedance measurements were also noted during the in-clinic check when the loc was observed. The device remains in service. No additional adverse patient effects were reported.